Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8436700, model: sc-8436-70, serial: (B)(6), batch: 7072271, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced severe pain in both legs, especially the right leg and their lower back pain worsened. During these crises, the patients legs shut down to avoid the pain. Therefore, the patients existing medication was modified. No further information was able to be obtained despite good faith efforts.

Manufacturer narrative:
Correction to block h6: device codes. Block b3: exact date unknown, based off bsc aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8436700. Model: sc-8436-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced severe pain in both legs, especially the right leg and their lower back pain worsened. During these crises, the patients legs shut down to avoid the pain. Therefore, the patients existing medication was modified. No further information was able to be obtained despite good faith efforts.